Manufacturer narrative:
Batch review performed on 05 october 2021: lot 173771: (B)(4) items manufactured and released on 3-oct-2017. Expiration date: 2022-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event. Clinical evaluation: insert revision in tka 4 years after primary for joint instability. The insert was exchanged to a thicker one. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.

Event description:
At 3 years and 11 months after the primary surgery the surgeon revised the liner (from 10mm to 14 mm) due to instability caused by laxity.